Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the device was inserted in a 20in sheath and got stuck and when trying to remove it out of the patient it also got stuck in the stent of the existing graph that was inside of the patient and it separated the stent on the inside of the patient of the existing graph this device came out completely. This was the device that caused the other graph to separate. Patient outcome: the patient had to have additional procedure. 3 gore cuffs were used to reline distal segment of the alpha that separated. The patient was okay.